Manufacturer narrative:
H3: visual examination of the returned device confirms the tip has fractured off.

Event description:
It was reported that the patient underwent a surgical procedure. The driver became stuck in the screw so the surgeon cut the driver and left the tip on the screw. No additional patient complications were reported.

Manufacturer narrative:
The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a surgical procedure. The driver became stuck in the screw so the surgeon cut the driver and left the tip on the screw. No additional patient complications were reported.